Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm during bolus delivery. The customer's blood glucose (bg) level was 280 mg/dl. There was a delay in clearing the alarm and insulin delivery was resumed. A correction bolus via the pump was delivered to address the bg level.